Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: 889814.

Manufacturer narrative:
Initially, the technical error in expiratory cassette was reported. It has been clarified that the following tests failed during pre-use check: internal leakage test, pressure transducer test, flow transducer test and safety valve test. Identification of issue has been done by analyzing problem description, service report and communication with field service engineer (fse). Based on technician statement, the following parts were replaced: both pressure transducer printed circuit boards, expiratory channel printed circuit board, air and o2 gas modules. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as defects of the above parts may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.